Event description:
"No readings", "sensor error" or "brief sensor issue". However, signal loss over an hour was found in connection to the reported allegation. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).